Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial lead exhibited sensing noise. It was noted that the noise was reproducible. The lead was explanted and replaced. The patient was in stable condition.